Event description:
It was reported that the lead integrity alert (lia) for the right ventricular (rv) lead was triggered due to high impedance, non-sustained tachycardia (nst) episodes, and noise resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 14 non-sustained tachycardia episodes were recorded on (B)(6) 2013. Additionally, 671 ventricular sic occurred since (B)(6) 2013. The lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and ventricular sic. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d224vrc implantable cardioverter defibrillator, implanted: (B)(6) 2010. (B)(4).